Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the unit showing alarm vent inop/inoperable, motor fault, low pip/positive inspiratory pressure, low ve/minute ventilation ,xdcr/transducer fault. Vyaire tech support told to swap power supplies to rule that out, if that didn't fix motor fault to order a new main pcb. The main printed circuit board assembly (pcba) will be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was having vent inop/inoperable alarm and would not clear after removing the patient the caller stated they attempted to est the unit and it would not pass due to excessive leak. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted.